Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve was reported to be failing. The failure mode is unknown at this time. The team is planning for a valve in valve procedure. There was no additional information provided.

Manufacturer narrative:
Correction to b5, d6, and h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. 3mension imagery was provided by the site, and the following was observed: calcified leaflets were present. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on provided imagery/proctor review. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 4 years, 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve was reported to be failing. Review of provided imagery confirmed presence of calcified leaflets in the bioprosthetic valve. Due to limited information, a definitive root cause was unable to be determined at this time. However, it was likely due to patient condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was initially reported by the field clinical specialist (fcs), that approximately 4 years, 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve, the valve was reported to be failing. The cause of failure was unknown at the time of report. However, per CT imaging review, calcium was observed on the leaflets of the sapien 3 valve. The patient underwent a valve in valve procedure 2 months later.